Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-02428 and 3005099803-2011-02430 address the other devices. It was reported to boston scientific corporation that an endostat iii electrosurgical unit, an endostat iii foot switch, and an active cord were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the user did not observe a tissue response when attempting to apply cautery to the target poylp. The polypectomy snare was replaced, which did not resolve the issue, nor did a second replacement. The active cord and foot switch were not replaced, and the procedure was completed with a different procedure set. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-02428 and 3005099803-2011-02430 address the other devices. It was reported to boston scientific corporation that an endostat iii electrosurgical unit, an endostat iii foot switch, and an active cord were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the user did not observe a tissue response when attempting to apply cautery to the target poylp. The polypectomy snare was replaced, which did not resolve the issue, nor did a second replacement. The active cord and foot switch were not replaced, and the procedure was completed with a different procedure set. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: investigation found the serial number of the foot switch to be (B)(4). Additional information: device manufactured date is (B)(4) 2010. Visual evaluation of the returned device found it to be in good physical condition, and both pedals functioned properly during functional testing. The console and foot switch tested within all parameters during electrical evaluation. All internal connections were checked and wires were manipulated while power was activated, but no problems could be found with the system. The condition of the returned device was not consistent with the complaint that there was no monopolar power output; the complaint was not confirmed. The console and foot switch passed the endostat iii return evaluation procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
The complainant was unable to provide the suspect device batch/lot/serial number; therefore, the device manufactured date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.